Event description:
It was reported that customer experienced issues with current pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and follow-up from technical support and proceeded with process for renewal pump, and no further action was taken by technical support.